Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : rvdr01 ipg, implanted (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary : the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed no anomalies.

Event description:
It was reported that the device displayed an episode start timestamp that was a few seconds before the previous episode's termination timestamp. It was also noted that the right atrial lead was oversensing far-field r waves, which caused the earlier episode to terminate. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.